Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy. It was reported that the patient underwent cholecystectomy in (B)(6) 2004.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with a hysterectomy. It was reported that patient underwent a mesh revision on (B)(6) 2010. On (B)(6) 2011, patient underwent a mesh revision and mesh removal.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy and bilateral salpingo-oophorectomy; due to stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.